Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed for compromised force sensor system. Customer¿s blood glucose was 95 mg/dl. Customer was not able to rewind the insulin pump. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.